Manufacturer narrative:
(B)(4) the complainant indicated that the device is not available for evaluation. The post market surveillance department in the process of reviewing medical records. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
An outpatient chronic hemodialysis facility's registered nurse (rn) reported the end stage renal disease (esrd) patient had complaints of intermittent itching. The physician ordered the dialyzer to be changed from optiflux f160nre to optiflux f160nr in an attempt to isolate the cause. On (B)(6) 2016, the dialyzer was changed; however, the patient was still reporting itching intermittently with the optiflux nr. Follow up with the rn revealed the following information taken from verbal reports and medical records to date. The patient's report of itching was first documented in (B)(6) 2015. She was dialyzing on the optiflux 160nre dialyzer at the time and had been using this same type of dialyzer since 2009. Several interventions to alleviate the itching were attempted including: rinsing the dialyzer with 1 liter(l) of normal saline solution prior to treatment, giving her hecterol medication towards the end of the treatment, oral benedryl administration (which made the patient anxious and "jittery"), and finally, changing the dialyzer to the optiflux f160nr without effect. It was reported the patient saw an allergist who prescribed an oral medication, cetirizine, which the patient reports helped a little. The rn did not have documentation regarding any diagnosis made by the allergist. The itching caused the patient to end her treatments early a few times. There were no signs or symptoms of anaphylaxis and hospitalization was not necessary. The patient is continuing on hemodialysis using the optiflux f160nr. No sample is available for return, it was discarded. Upon follow up, the rn reported the healthcare team does not believe the itching to be related to the dialyzer since the patient is still reporting itching. They are now attempting to rule out the patient's medications as the cause.

Manufacturer narrative:
Manufacturing evaluation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the three lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of possible hypersensitivity reactions including itching. Clinical investigation: the patient medical records were provided by the facility on february 11, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical records received for this event did not contain the hemodialysis treatment data sheets, the patient medication records, or the physician¿s orders for the itching event. From the available documentation, the patient¿s itching during treatment started approximately (B)(6) 2015. The patient¿s itching episodes were intermittent and there were numerous extended periods of time (weeks and months) where the patient experienced no itching. The staff attempted to isolate the cause of the itching without success. The dialyzer was switched from the optiflux 160nre to the optiflux 160nr with no effect on the intensity or severity of the itching experienced by the patient. There was no information documented in the medical record to indicate that a non-fresenius dialyzer was used or effective in preventing the itching. Based on the available information, which indicates that the patient underwent numerous hemodialysis treatments with no itching or related event, a conclusion to whether the dialyzer was a causal contributor to the patient¿s itching cannot be made. There was no documentation in the medical record to support a possible association between the optiflux 160nre dialyzer and the event of itching. Furthermore, no documentation provided within the patient¿s medical record indicates the actual cause of the patient¿s itching. However, per the document titled ¿instruction for use optiflux f160nre,¿ section titled ¿side effects,¿ itching is listed as a potential adverse reaction associated with the use of the product.